Event description:
It was reported that the compressor stopped working during ventilation of a patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
It was reported that the compressor stopped working during patient use. During troubleshooting, our field service engineer concluded that the compressor was not starting due to a bad motor capacitor. The compressor/motor unit, including the capacitor, was replaced and the compressor was returned to service after successful functional tests. The evaluation of the received ventilator logs showed alarms on the date of event that confirms problems with the air supply. If the compressor cannot deliver enough air pressure to the ventilator, ventilator alarms for low air supply pressure and high o2 concentration will appear. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. Our conclusion in this matter is that the motor capacitor was defective. Why the capacitor failed has not been established.

Event description:
(B)(4).